Manufacturer narrative:
The event description has been updated in order to better explain the complaint reported. Please note that no additional information was provided into the event description since the submission of the initial medwatch report: as reported by the affiliate, the outer sheath would not be retrieved even though the turning dial was rotating. The distal marker of the stent came out after rotating the turning dial nearly double than usual. After the stent was deployed, it was noted that the stent was shortened about 2-3 mm. The procedure was finished successfully and there no reported patient injury. The intended procedure was a pta of a target lesion located in the superficial femoral artery. The lesion was moderately calcified and not tortuous. The rate of stenosis was 100%. There was no thrombus present proximal to, at, or distal to the lesion. The length and reference diameter of the lesion were unknown. After implanting the 1st smart control stent (6x150mm), a second smart control stent (6x100mm) was inserted into the pa to be placed proximal to the 1st stent. There were no damages or anomalies noted to the device, the tuning dial, outer sheath or the packaging prior to use. After it was prepped, it was inserted into the patient. The system did not pass through any acute bends or a previously placed stent. Unusual force had not been applied during advancement. The locking pin was removed from the device and the handle was held flat and straight outside of the patient. The physician tried to rotate the control handle to deploy the stent; however, the outer sheath would not be retrieved although the tuning dial was rotating. The distal marker of the stent came out after rotating the tuning dial nearly double than usual. It was not a sudden removal. After that, the physician deployed the stent by pulling the slider lever. However, the stent was shortened by 2 or 3mm. It was reported that the stent struts were not compressed. The lesion was fully covered even though the stent was shortened; therefore a third stent was not needed. The sds was easily removed from the patient after deployment. The physician commented that the delivery system was not stuck with the lesion and he used the complaint product according to the IFU. The device did not kink/bend or was used with any kinked/bent products any time during the procedure. The procedure finished successfully. There was no reported patient injury. The product will be returned for analysis. No films are available. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: when rotating the turning dial during deployment of a second stent the outer sheath would not retract. The stent was able to deploy using the sliding lever and once it finally deployed it was shortened by 2-3 mm. An additional stent was not placed as the lesion was fully covered. The target lesion was a moderately calcified non-tortuous superficial femoral artery with a 100% stenosis. There were no damages or anomalies noted to the device, the tuning dial, outer sheath or the packaging prior to use. After it was prepped, it was inserted into the patient. The system did not pass through any acute bends or a previously placed stent. Unusual force had not been applied during advancement. The locking pin was removed from the device and the handle was held flat and straight outside of the patient. One non-sterile smart control, iliac 6x100ml was received coiled inside in plastic bag. Unit was received deployed. Stent and locking pin were not received. The stent size printed in ID band it matches with the system description. No other damages could be observed. Although the stent was not received; functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures ¿stent - incorrect length-too short¿ and ¿sds - deployment difficulty¿ reported by the customer were not confirmed since the stent was not received and no anomalies were found during analysis. The cause of the failure could not be conclusively determined; however, controls are in placed at the processes to detect this kind of issue. The failure does not appear to be manufacturing related. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The failures ¿stent - incorrect length-too short¿ and ¿sds - deployment difficulty¿ reported by the customer were not confirmed since the stent was not received for analysis and during functional test of the deployment system no anomalies were found. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
As reported by the affiliate, the outer sheath would not be retrieved even though the turning dial was rotating. The distal marker of the stent came out after rotating the turning dial nearly double than usual. After the stent was deployed, it was noted that the stent was shortened about 2-3 mm. The procedure was finished successfully and there no reported patient injury. The intended procedure was a pta of a target lesion located in the superficial femoral artery. The lesion was moderately calcified and not tortuous. The rate of stenosis was 100%. There was no thrombus present proximal to, at, or distal to the lesion. The length and reference diameter of the lesion were unknown. After implanting a the 1st smart control stent (6x150mm), a second smart control stent (6x100mm) was attempted to be placed proximal to the 1st stent. There were no damages or anomalies noted to the device, the tuning dial, outer sheath or the packaging prior to use. After it was prepped, it was inserted into the patient. The system did not pass through any acute bends or a previously placed stent. Unusual force had not been applied during advancement. The locking pin was removed from the device and the handle was held flat and straight outside of the patient. The physician tried to rotate the control handle to deploy the stent; however, the outer sheath would not be retrieved although the tuning dial was rotating. The distal marker of the stent came out after rotating the tuning dial nearly double than usual. It was not a sudden removal. After that, the physician deployed the stent by pulling the slider lever. However, the stent was shortened by 2 or 3mm. It was reported that the stent struts were not compressed. The lesion was fully covered even though the stent was shortened; therefore another stent was not needed. The sds was easily removed from the patient after deployment.

Manufacturer narrative:
(Continued from event description): the physician commented that the delivery system was not stuck with the lesion and he used the complaint product according to the IFU. The device did not kink/bend or was used with any kinked/bent products any time during the procedure. The procedure finished successfully. There was no reported patient injury. The product will be returned for analysis. No films are available. The stent remains implanted in the patient; however, the stent delivery system has been returned for analysis. The engineering report on the product analysis is not yet available, however, it will be submitted within 30-days upon receipt. A device history record (DHR) review and additional information is pending and will be submitted within 30-days upon receipt. Please note that the patient's gender is unknown.